Manufacturer narrative:
The authors could not provide any additional information outside the information provided in the article as they were not the initial injectors of the product. The event of xanthelasma-like reaction is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported event of skin irritation and skin discoloration: undesirable effects the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ indurations or nodules at the injection area. ¿ coloration or discolouration of the injection area.

Event description:
In the article, ¿xanthelasma-like reaction to filler injection.¿ a patient was injected with unspecified juvéderm fillers. The patient had xanthelasma-like reaction on one side 18 months after the injection and elected not to have any treatment. Patients had no history of xanthelasma.